Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. The customer had already received a replacement pump due to a different issue and was instructed to return the malfunctioning pump. He planned to start using the replacement pump once he reached home, and no further assistance was needed.